Event description:
Small pericardial effusion without pt injury was reported following a clinical study. It was post procedure, but before pt discharge. Pt prognosis was excellent. The event was stated to be procedure related.

Manufacturer narrative:
Product was not returned for eval.